Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included tramadol since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), inflammation ("inflammation throughout entire body"), depression ("very depressed") and crying ("crying"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, inflammation, depression and crying was resolving. The reporter provided no causality assessment for arthralgia, crying, depression, inflammation and pelvic pain with essure. The reporter commented: the consumer stated she no longer finds meaning in life nor strength anymore. After removal, she feels better every day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included tramadol since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"), inflammation ("inflammation throughout entire body"), depression ("very depressed") and crying ("crying"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, inflammation, depression and crying was resolving. The reporter provided no causality assessment for arthralgia, crying, depression, inflammation and pelvic pain with essure. The reporter commented: the consumer stated she no longer finds meaning in life nor strength anymore. After removal, she feels better every day. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.